Event description:
A report was received that the patient was experiencing pocket discomfort. The battery in the pocket was completely twisted and protruding out. Ipg migration was confirmed by an x-ray. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced per physician¿s preference. The patient also had high impedances. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pocket discomfort. The battery in the pocket was completely twisted and protruding out. Ipg migration was confirmed by an x-ray. The patient will undergo a revision procedure.